Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had a needle retraction failure. "This is a report about needle retraction failure of iagbc." According to the customer's report, after venipuncture, the hcp pressed the button but the needle was not retracted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one IV unit with some similarities to that seen in the photos. The returned unit is with the needle fully retracted and the bounding to the coils of the spring wire is not present. Through the visual observation of the unit, there was no damage or evidence of cured adhesive at the hub, button and grip. The activation was reset, and functional testing was conducted for needle retraction at which point the button completely depressed and the needle fully retracted as expected. The defect was not replicated. Further microscopic evaluation was conducted for evidence of misplaced adhesive in which none was found. Based on the observation of the bound/overlapping coils of the spring and the partial retraction in the provided photos, it can be concluded that retraction failure was experienced by the end user, and a deflective spring was the root cause. The spring most likely released during transit of the product. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. During manufacturing at the spring winding process, the spring may be of specification for spring force or damaged due to incorrect equipment settings or machine misalignment and result in the failure of needle retraction. Per the quality control plan visual inspections and functional check sampling for needle retraction are performed periodically during the manufacturing process that mitigates the occurrence of this defect. Preventative maintenance (pm) was conducted as scheduled with no deviations. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had a needle retraction failure. "This is a report about needle retraction failure of iagbc." According to the customer's report, after venipuncture, the hcp pressed the button but the needle was not retracted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one IV unit with some similarities to that seen in the photos. The returned unit is with the needle fully retracted and the bounding to the coils of the spring wire is not present. Through the visual observation of the unit, there was no damage or evidence of cured adhesive at the hub, button and grip. The activation was reset, and functional testing was conducted for needle retraction at which point the button completely depressed and the needle fully retracted as expected. The defect was not replicated. Further microscopic evaluation was conducted for evidence of misplaced adhesive in which none was found. Based on the observation of the bound/overlapping coils of the spring and the partial retraction in the provided photos, it can be concluded that retraction failure was experienced by the end user, and a deflective spring was the root cause. The spring most likely released during transit of the product. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. During manufacturing at the spring winding process, the spring may be of specification for spring force or damaged due to incorrect equipment settings or machine misalignment and result in the failure of needle retraction. Per the quality control plan visual inspections and functional check sampling for needle retraction are performed periodically during the manufacturing process that mitigates the occurrence of this defect. Preventative maintenance (pm) was conducted as scheduled with no deviations. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.